Event description:
A surgeon reported a lens exchange was performed due to the pt complaining of ghosting of images. The lens was replaced with a different lens model. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was broken off in the gusset area, the lens had torn/split/cracked areas and the optic was scratched. One haptic was bent due to placement in the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by fax and by mail on 03/06/2007. Phone follow-up was conducted on 03/20/2007. To date, a completed questionnaire has not been received.